Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for non-malignant pain reported via the manufacturer's representative (rep) they were getting out of their husband's truck when they felt the implantable neurostimulator (ins) got caught on the seat. Following this the ins seemed to have moved up in location at the pocket site. The patient also had redness and swelling over the site. The patient was not able to get a connection when she tried to recharge the same night. The following day the patient turned on her stimulation and was now feeling it in her legs and feet when she was previously getting stimulation in her arms and hands. Currently she was able to get a connection on her charging unit. On (B)(6) impedances were checked, reprogramming was done, and an x-ray was ordered. After the rep. Reprogrammed the patient they were getting stronger stimulation in their arms/hands versus their legs/feet, however they were still getting some stimulation in their legs and feet. The issue regarding the change in stimulation still wasn't resolved at the current time, the results of the x-ray were unknown, and it was unknown if surgical intervention was planned. The redness and swelling the patient experienced resolved.